Manufacturer narrative:
Pump unable to prime during prime test due to faulty force system sensor. No motor error alarm noted. Motor passed motor test. Pump passed idle current test, run current test, self test, off no power test, basic occlusion test, displacement test and rewind. Unable to perform occlusion test and no delivery test due to prime anomaly. Pump received with minor scratched display window, cracked battery tube threads, cracked reservoir tube lip.

Event description:
The customer reported via phone call that the insulin pump alarmed motor error. Customer said their blood glucose was high for them at 360mg/dl at the time of incident. Troubleshooting found an additional motor error in the pump history. Customer was advised to discontinue use of the device and revert to a back-up plan per their doctor's instruction. The customer was also advised that the device would be replaced and agreed to return the product for analysis.